Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, when the device was removed from the artery, it was noted that the suture thread was loose. The sutures of 2 new perclose devices were successfully pre-placed. The sheath was upsized to greater than 10f and the procedure was completed. Hemostasis was achieved with the pre-placed sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. Analysis of the returned device noted a break in the guide. During functional testing, the lever was cycled open and the foot was fully deployed; upon closure of the lever the guide was separated from the guide tube but was held up by the actuator wire and the foot wasn¿t retracked into the guide. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The insufficient information was confirmed as a anterior failure to cycle. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely an anterior needle to cuff miss occurred as part of the original event. It is likely the guide broke during post procedural handling as during procedure would have separated or the foot would not close. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.